Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump was under delivering of insulin. The customer alleged the insulin pump was under delivering insulin due to high blood glucose. Customer stated that the blood glucose value was 269mg/dl. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis